Manufacturer narrative:
Product ID: neu_ins_ stimulator, serial# unknown, product type: implantable neurostimulator.

Event description:
A manufacturer representative reported that they opened a lead kit to get ready for an implant procedure, the superior part of contact zero in relation to the target was bent. Contact zero was visibly bent about 35-40 degrees. The lead was not used for the procedure and there was no patient injury.